Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated and revealed that it was in back up mode. Technical support was contacted and confirmed that the cause of the event was due to event queue overflow. The device was reprogrammed to resolve the event. The patient experienced no consequences.